Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04441 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The investigation into the reported low flow issue has been completed. The device nor data logs were returned for evaluation. However, based upon clinical information, the root cause of the low flow was determined to be improper positioning based on the clinical details. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after implant, the readings showed a low flow through the pump coinciding with suction. A transesophageal echo (tee) probe showed that the pump had flipped positioning towards the mitral. However, upon attempting to reposition the pump, a placement signal unreliable alarm was displayed and the ao and lv waveforms were lost. Good positioning was obtained and patient support continued with the implanted pump. There was no patient harm reported.